Manufacturer narrative:
The insulin pump was received with intermittent button response on all the buttons due to flattened button dome switches (creased). No unlocked lcd keypad connector during visual inspection. The battery cap stripped coin slot noted. The pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and cracked display window.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 180 mg/dl at the time of the incident. The customer stated that they were unable to remove the battery cap on their pump. The customer reported a crack on the pump from over tightening the battery cap. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.